Event description:
It was reported that inappropriate auto mode switching (ams) was observed while reviewing the session record. The device was far field r-wave oversensing on the atrial lead causing inappropriate ams events. The patient did not receive hv therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were made and the patient was asymptomatic and was fine. The patient has not returned for another follow-up.